Manufacturer narrative:
Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. Structural valve deterioration (svd) is the most common reason for bioprostheses explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. The root cause of this event cannot be conclusively determined with the available information. However, this event is most likely impacted by the progression of the patient¿s underlying valvular disease pathology with structural valve deterioration. The subject device is not available for evaluation, as it remains implanted in the patient. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency and/or one was not confirmed through investigation. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that a patient with a 29mm mitral valve, implanted for approximately 10 years and one (1) month, underwent valve-in-valve procedure due to mixed mitral regurgitation and stenosis secondary to valve degeneration. The tmvr was performed with a 29mm edwards transcatheter heart valve. The valve was deployed. Immediately after the procedure, the mitral regurgitation was noted to have dropped to trace paravalvular with normal working leaflets. There were no complications noted. The patient was discharged home on pod #1 in stable condition.